Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a 95% stenosis was observed in the proximal-mid lad with mild calcification and mild tortuosity. During the second inflation, the balloon of the voyager ruptured at 12 atm. Another company's balloon catheter was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion being treated in this procedure was mildly calcified, which could have contributed to mechanically damaging the balloon surface such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a root cause for the balloon rupture cannot be determined.